Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned, however one electronic photo of the device was provided for review. Based on the bunching of the balloon material from the returned photo, the investigation can be confirmed for sheath-related retraction issues. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Following the initial retraction difficulty within the introducer sheath, it is unknown whether the balloon was placed in an anatomical position in which it could be safely inflated/deflated in an attempt to re-fold the balloon. Labeling review:the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. If balloon will not pass through introducer sheath for removal, remove balloon and sheath as a single unit.

Event description:
It was reported that post dilatation of a 26mm tavi, during retraction through a 14 fr sheath, the valvuloplasty balloon allegedly would not retract into the sheath. It was further reported that the sheath and catheter were removed together as a single unit resulting in alleged trauma at the femoral artery access site, requiring additional balloon angioplasty to tamponade the resultant leak. Patient status was unknown.

Manufacturer narrative:
No medical records were provided to the manufacturer. A photo of the device was provided. The lot number for the device was provided. The device history records and device photo are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post dilatation of a 26 mm tavi, during retraction through a 14 fr sheath, the valvuloplasty balloon allegedly would not retract into the sheath. It was further reported that the sheath and catheter were removed together as a single unit resulting in alleged trauma at the femoral artery access site, requiring additional balloon angioplasty to tamponade the resultant leak. Patient status was unknown.